Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employee nurse from india of bacterial peritonitis with culture positive for e. Coli in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis. On (B)(6) 2011, the patient was hospitalized due to the event. On unreported dates, the patient received fortum, 1 gm injection, twice daily ip, magnex 1 gm injection, once daily ip, and forcan tablet 150 mg, once daily. At the time of reporting, the outcome of peritonitis was unknown, and the patient continued to receive fortum and magnex. The root cause of the peritonitis was unknown. Action taken with dianeal therapy was not reported. The nurse believed that the event of peritonitis was unrelated to dianeal therapy. The patient declined to be contacted for further follow-up.